Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 220 mg/dl and the sensor glucose was 60 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 62. Suspend on low limit in sensor settings was 70 mg/dl at day and 60 mg/dl at night. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found cannula separated from tubing. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm adhesive anomaly due to sensor was returned opened/used. Unable to confirm insertion/needle complaint due to customer return sensor no needle.